Event description:
It was reported to technical services on 05/18/2011 that this lead would be extracted for an unknown reason. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).